Event description:
N/a.

Manufacturer narrative:
The bactiseal peritoneal catheter (ID 823074) was returned for evaluation. Failure analysis - the catheter was visually inspected; no defects were noted. The catheters were irrigated, no occlusions noted. The catheter was leak tested; no leaks were noted. The complaint was unconfirmed. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. A possible root cause for the ¿obstruction;¿ issue reported by the customer could be due to biological debris occluding the catheter or a kink in the catheter. At the time of investigation, no obstruction issue was noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a bactiseal peritoneal catheter was implanted via ventriculo-peritoneal shunt a few years ago. There was a suspicion of obstruction, therefore, the catheter was explanted and replaced on (B)(6) 2024. It was replaced with catalogue # ns0339. The patient's condition is currently stable. The bactiseal peritoneal catheter was used with bactiseal ventricular catheter (ID (B)(6) and certas valve (B)(6); however only the peritoneal catheter was explanted and replaced.